Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative result is being obtained when the result should be positive. The following information was provided by the initial reporter: false negative - customer is running the verification guidelines and is observing no growth when the result should be positive. They are observing this with s. Pneumoniae atcc 49619, bacteroides fragilis atcc 25285, bacteroides uniformis atcc 8492, bacteroides distasonic atcc 8503, haemophilus influenzae atcc 10211, and the final was a patient specimen (saved for the verification study - no patient care was involved). Haemophilus influenzae should have grown, but there was no growth noted. Lot 2348005.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00304 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative result is being obtained when the result should be positive. The following information was provided by the initial reporter: false negative - customer is running the verification guidelines and is observing no growth when the result should be positive. They are observing this with s. Pneumoniae atcc 49619, bacteroides fragilis atcc 25285, bacteroides uniformis atcc 8492, bacteroides distasonic atcc 8503, haemophilus influenzae atcc 10211, and the final was a patient specimen (saved for the verification study - no patient care was involved). Haemophilus influenzae should have grown, but there was no growth noted. Lot 2348005.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.